Event description:
During ventilator check, respiratory technician noted leaking of air around exhalation port, upon closer observation heater wires had partially melted the plastic tubing. Breathing circuit changed immediately. No injury to the pt. Report because of potential for injury.